Manufacturer narrative:
Dental implant could not be inserted. Insertion post could not be removed from the implant. Dentist should have consulted the accompanying documentation j8000.0332 product was analysed and no product problem was detected.

Event description:
Dental implant could not be inserted. Insertion post could not be removed from the implant. Dentist should have consulted the accompanying documentation j8000.0332.